Event description:
1 patient / 2 occurrences - where the staff have noticed massive air bubbles in the dialyzer, staff did whatever they could but were not able to clear the bubbles and had to waste the patient's blood. Additional information received 03/02/2021: 1. Priming conditions - they prime with a bfr of 100 and flushed the dialyzer with at least a l of saline. 2. Dialysis conditions - bfr 400, dfr - 800, treatment time 4 hrs and no heparin. 3. Brand/manufacturer name & models of devices used together with dialyzer - gambro machine and lines. 4. How much blood did the patient lost due to changing the dialyzer - 300 ml. 5. Was any medical actions taken- none as their hgb (as claimed when they rechecked) was stable. 6. Where did the bubbles generate - middle to top portion of the dialyzer.

Event description:
1 patient / 2 occurrences - where the staff have noticed massive air bubbles in the dialyzer, staff did whatever they could but were not able to clear the bubbles and had to waste the patient's blood. Additional information received 03/02/2021: priming conditions - they prime with a bfr of 100 and flushed the dialyzer with at least a l of saline. Dialysis conditions - bfr 400, dfr - 800, treatment time 4 hrs and no heparin. Brand/manufacturer name & models of devices used together with dialyzer - gambro machine and lines. How much blood did the patient lost due to changing the dialyzer - 300 ml. Was any medical actions taken- none as their hgb (as claimed when they rechecked) was stable. Where did the bubbles generate - middle to top portion of the dialyzer.